Event description:
Upon interrogating this device, the programmer displayed an error message. It was not possible to clear the error message to finish the interrogation. The physician chose to replace it.